Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level noted at 50 mg/dl. Cause was not known. The customer consumed carbohydrates to treat the low blood glucose level, and control-iq feature was not active at the time of the issue. Technical support recommended consultation with a healthcare professional for further blood glucose management, and the customer understood this guidance.